Event description:
Pt was at off site dialysis unit when dialysis started. Pt began bleeding at dialysis site. Unit physician placed temporary femoral catheter for dialysis. Pt sent to radiology special procedures 9/11/98 for removal and insertion of hickman catheter. Device cracked open, possibly at a seam; opening is oval cats-eye as if a seam split.